Event description:
The clinician reported that almost 1 month after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The implant was torqued to 45 ncm. The clinician reported the patient's infection and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.